Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of around 688 mg/dl. Patient's current blood glucose value: 434 mg/dl. The customer experienced symptoms such feeling sick and fast heart beats. Customer on their way to hospital, call was disconnected. The insulin pump is not expected to be returned for analysis.